Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the pump was programmed for pain management, in the continuous + bolus mode, to deliver an unspecified concentration of bupivacaine, at a continuous rate of 10ml/hr, a 3ml bolus dose, a 30 minute bolus lockout, a 100ml container size, and the delivery was started via epidural delivery route. No further programming parameters were provided. After an unspecified length of time, the pt reported to the physician that after the bolus button was pressed for a bolus dose, "she could feel the medication running up her back for a while." At that time, the physician indicated there was less solution in the solution container than expected. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no changes in the pt's condition. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The reported backup vvi mode was confirmed in the laboratory. The device image showed that the device entered bvvi mode while charging for fib therapy. The cause of the backup vvi and low battery voltage was excessive high voltage charging. After replacing the battery the device's functionality was tested on the automated electrical test system; no anomaly was detected. The device met all specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
The device was in a backup vvi mode and was unable to interrogate. The device was explanted.